Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events ten years and five months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc. The patient lives with anxiety of having a filter that could fail at any time and may not be retrievable without serious surgery. The patient lives with fear that the filter has perforated outside the vena cava. The following additional information received per the medical records state that the patient had a history of pulmonary embolisms and was recommended to be implanted with the filter. During the implant procedure, the right common femoral vein was accessed via an 18 gauge cook needle and a 0.035 bentson wire was placed. A 5 french pigtail catheter was then inserted into the right common iliac vein. A 6 french sheath was then placed over the bentson wire and the filter was deployed just below the level of the renal veins.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation. According to the information received in the patient profile from (ppf), the patient became aware of the reported events ten years and five months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc. The patient lives with anxiety of having a filter that could fail at any time and may not be retrievable without serious surgery. The patient lives with fear that the filter has perforated outside the vena cava. The ppf does not mention a filter tilt as previously reported. The following additional information received per the medical records state that the patient has a history of pulmonary embolisms and was recommended to be implanted with the filter. During the implant procedure, the right common femoral vein was accessed via an 18 gauge cook needle and a 0.035 bentson wire was placed. A 5 french pigtail catheter was then inserted into the right common iliac vein. A 6 french sheath was then placed over the benson wire and the filter was deployed just below the level of the renal veins. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the infer for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The patient is also reported to have had a perforation of the ivc. However, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation.